Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported a leak on the circulation extra-corporelle (cec) circuit 5 minutes after the start of the bypass, blood drops were observed at the level of the temperature probe well, located on the connection entrance of the venous return bag. The device was used to complete the procedure. There was no reported patient impact associated with this event. Medtronic received additional information that the leak came from the temperature sensor well on the ½ 1/2" connection. The customer states that there was no visible air in the system/tubing. The amount of blood loss was stated to be only a few milliliters and a blood transfusion was not required.

Manufacturer narrative:
Product analysis: visual inspection of the returned fitting/tma showed a crack in the tma port. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed at the temperature port. The reason for return was confirmed. Conclusion: the complaint can be confirmed for a leaking temperature probe connector of the venous reservoir bag. The connection between the temperature probe and the mating part of the venous reservoir bag was cracked. The venous reservoir bag is supplied pre-assembled with the temperature probe. During assembly, the connection between the temperature probe and the mating part is not manipulated or damaged. Therefore, the complaint is supplier related. The supplier confirmed their manufacturing process was reviewed and confirmed that a torque wrench is used to place the temperature probe (using dichloromethane as adhesive), after that a leak test is performed, therefore it can be concluded that any anomaly should be detected during the manufacturing process. Review of the issue by the supplier showed the following potentials causes: ¿ incorrect use of a fixture causing a lack or excess dichloromethane ¿ using incorrect torque causing the crack in the connector ¿ leak test omitted after assembly process of the tma there is also a possibility this could be the result of excessive force by the customer while connecting the temperature probe cable to the temperature probe. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.